Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise leading to a high out of range shock impedance measurements, measuring greater than 125 ohms. In addition, the threshold measurements have risen as well. The rv lead system also includes the use of a non-boston scientific product for the superior vena cava (svc) coil. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. The physician noted the device system will eventually need to be revised, but not scheduled at this time. Subsequently, the device was reprogrammed. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise leading to a high out of range shock impedance measurements, measuring greater than 125 ohms. In addition, the threshold measurements have risen as well. The rv lead system also includes the use of a non-boston scientific product for the superior vena cava (svc) coil. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. The physician noted the device system will eventually need to be revised, but not scheduled at this time. Subsequently, the device was reprogrammed. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent defibrillation threshold (dft) testing. It was reported that code 1005 was observed post shock delivery. Technical services (ts) was consulted and recommended the right ventricular (rv) lead be replaced. At this time, the rv lead remains in-service. No adverse patient effects were reported.